Manufacturer narrative:
This report is submitted on march 16, 2022.

Event description:
Per the clinic, the implant magnet was explanted on (B)(6) 2022, due to poor sound quality and retention issues.